Event description:
It was reported that the device is giving speaker malfunction error message. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.